Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was over 300 mg/dl. During troubleshooting, the caller changed the resrevoir and was able to get insulin to exit the tubing with no alarm.